Event description:
It was reported, the patient felt a pop in her back while walking. Since the event, the patient has been unable to receive adequate coverage. Stimulation alters when the patient presses on the ipg location. The patient may undergo x-rays on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.